Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip. (B)(4).

Event description:
It was reported via phone call, that the customer received a button error alarm. It was also reported that the keypad is unresponsive. Customer's blood glucose level at the time 126 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.